Manufacturer narrative:
Concomitant medical devices: 8100; 8015; 1000ml hospira bag ndc (B)(4), lot 63-506-fw, exp 1 mar 2018, 0.9% sodium chloride injection; therapy date (B)(6) 2016. Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of bulge/balloon in the silicone segment below the upper fitment was confirmed. Visual examination showed that the silicone segment tubing had a slight bulge, discoloration, and was weakened near its upper portion just below the upper fitment. Functional and pressure testing was unable to replicated the ballooning. The root cause of ballooning silicone segment could not be determined.

Event description:
The customer reported that during an infusion of sodium chloride, a balloon in the silicone segment was noticed after an occlusion alarm. There was no patient harm.